Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received questionable results for four patient samples tested for multiple assays on the cobas 8000 e 602 module (e602). Of the mentioned samples, one sample had erroneous results for elecsys t3 and the elecsys testosterone ii assay (testo). A second sample had an erroneous result for elecsys ft4 ii assay. No erroneous results were reported outside of the laboratory. The samples were sorted on a cobas p512 pre-analytics system prior to running on the e602 analyzer. No fibrin or hemolysis was observed in the samples. The samples were first measured on the affected e602 analyzer and these values were considered erroneous. The samples were repeated on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer (e170). The results from the e170 were believed to be correct and these results were released to the patient. No adverse events were alleged to have occurred with the patients. The t3 reagent lot number was 238166. The testo reagent lot number was 278984. The ft4 reagent lot number was 288197. The reagent expiration dates were asked for, but not provided. The field service engineer determined that a pinch tube was leaking. He changed the tubing. After this, quality controls were measured and were successful. The affected samples were also repeated on the e602 analyzer after the service actions and these results were similar to those obtained on the e170 analyzer. Investigations determined that the service actions resolved the issue.